Event description:
It was reported the lcd screen is defective and not responding to the knob selection. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display screen was defective and not responding to the knob selection due to low battery the device is inoperable. Analysis also found that the upper/lower cases, one side bail cover and battery drawer were broken. The battery contacts were compressed and the side bails were missing. The ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.